Manufacturer narrative:
E: phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's downstream occlusion (dso) seal and upstream occlusion (uso) seals were degraded. The dso/uso seals were replaced to fix the issue.

Event description:
The pump was returned due to not working properly and beeping. The results of the investigation found that the device's downstream occlusion (dso) seal and upstream occlusion (uso) seal were degraded. There was patient involvement, and no patient harm/adverse event reported.